Event description:
A customer reported that fifteen minutes after the start of treatment, microbubbles of air were observed going past the meridian hemodialysis machine air detector and were going to the patient without an alarm. The bloodlines were clamped and recirculated to remove air. The patient was asymptomatic.